Event description:
The customer contact reported that following an upgrade of the mednet version 4.1 database to mednet version 5.1 database, it was noted that the drug library settings differed from the drug library settings prior to the upgrade. Reportedly, the affected drug library was loaded into lifecare pca pumps and plum a+ pumps. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the reported event was due to a programming error that occurred during development of the mednet version 5.1 database.